Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of the device is pending. The investigation is currently in progress. Not returned.

Event description:
It was reported that the device broke. The device was stored, inspected and prepped according to the IFU. The device was intended to be used for an angioplasty procedure to the lower limb. The balloon disconnected from the catheter and therefore the device was not clinically used. The procedure was completed using a similar device. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number and issue to date. The device was not returned for evaluation. The result of the investigation is inconclusive as the sample was not returned for evaluation. Based upon the available information a definitive root cause cannot be determined. It is unknown whether patient factors or procedural techniques may have contributed to the reported event. Based on trending analysis performed no additional action is required at this time. The IFU states: precautions: before removing catheter from sheath it is very important that the balloon is completely deflated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. If the hypotube kinks prior to or during use it should be discarded. No attempt should be made to straighten a kink in the hypotube. Inspection and preparation: note: a 0.018 guidewire must be inserted in the catheter across the balloon during any inflation of the balloon. Remove the balloon sheath and shipping mandrel and inspect the catheter for bends or kinks prior to use. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% / 75%). Attach a stopcock and a 20ml syringe half filled with the contrast solution to the balloon port. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. Turn the stopcock off and maintain the vacuum in the balloon. Purge the catheter through lumen thoroughly. Insertion and inflation procedure: note: a 0.018 (0.457 mm) guidewire must be inserted in the savvy long catheter across the balloon during any inflation of the balloon. Make sure that the balloon sleeve has been removed from the catheter balloon. Enter the vessel percutaneously using the standard seldinger technique over the appropriate guidewire for the size catheter being used. Advance the catheter across the lesion with fluoroscopic guidance using accepted percutaneous transluminal angioplasty technique and inflate the balloon to the appropriate pressure. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. Deflation and withdraw. Deflate the balloon by drawing a vacuum with a 20ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50cc syringe is recommended. Gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. Apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was returned for evaluation. See evaluation summary below: no external or internal packing was returned. There is evidence that the device was used as there is a coloured substance with in the balloon and outer area close to the balloon. The hub was printed as expected and no visual defects wee observed. There were 4 squeezed impressions noted on the inner located between the two markerbands. It was noted that the outer broke away from balloon just at the proximal bond. The break was noted approx. C. 4mm from the proximal markerband. There was evidence that the inner was stretched and device was returned with a knot tide just at the inner. Total length of device was 1365, total length of balloon was 165mm. It was observed that there was bunching noted at distal tip. It was observed that there was bunching noted on balloon. No functional examination was carried out on this device as it was not applicable to the complaint. The result of the investigation is confirmed. Based upon the evaluation carried out and available information a definitive root cause cannot be determined. It is unknown whether patient factors or procedural / handling techniques may have contributed to the reported event. Based on analysis performed no additional action is required at this time.